Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h10 has been added. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for paravalvular leak was unable to be confirmed due to unavailability of relevant imagery/medical records. Review of the DHR did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. As reported, 'after valve deployment, hemolytic anemia due to severe pvl was observed and blood transfusion was required. The patient underwent transfemoral transcatheter aortic valve replacement (tavr) for the native aortic position and a 23 mm sapien 3 ultra resilia valve was deployed at 90:10 aortic/ventricular position with 2 ml added nominal volume, as intended. On pod 3, hb was 7.7. And blood transfusion was required. On pod 10, pvl closure was performed with plug. A hole (pvl from r-l commissure) of approximately 2.1 x 5.6 mm was closed with 8 mm of avp 4. Severe pvl was declined from trivial to mild.' Due to insufficient information provided, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required. Per the instructions for use (IFU), hemolysis is a known potential adverse event associated with the thv procedure and the use of the edwards thv devices. Hemolysis is the destruction of red blood cells. There are multiple extrinsic and intrinsic factors including use of extracorporeal circulation, transfusion, infection, tumors, autoimmune disorders, medication side effects, a metabolic abnormality, and red blood cell membrane instability. Normal red blood cells (erythrocytes) have a lifespan of about 120 days. After the lifespan is over, the red blood cells break down and are removed from the circulation by the spleen. In some medical conditions, or because of taking certain medications, this breakdown of red blood cells is increased. Medications that have been associated with hemolysis include acetaminophen, penicillin and other pain medications. Red cells may be destroyed due to defects in the cells themselves. Another cause of hemolytic anemia is the break down due to mechanical damage, such as from heart-lung bypass or as a result of turbulent blood flow pattern and erythrocyte destruction caused by pvl or central regurgitation. Mild, compensated hemolysis associated with prosthetic heart valves is not uncommon. It is usually associated with either structural deterioration or paravalvular leak. Severe hemolysis is rare, however, and usually reflects paravalvular leak. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest severe paravalvular leak (pvl) and/or chronic dialysis may have caused or contributed to this event. A review to edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A pra and a CAPA were initiated to document the investigation and assess associated risk for this event.

Manufacturer narrative:
Investigation is ongoing. H3 other text : device remains implanted.

Event description:
As reported by our edwards lifesciences japanese affiliate, after valve deployment, hemolytic anemia due to severe perivalvular leak (pvl) was observed and blood transfusion was required. The patient underwent transfemoral transcatheter aortic valve replacement (tavr) for the native aortic position and a 23 mm sapien 3 ultra resilia valve was deployed at 90:10 aortic/ventricular position with 2 ml added nominal volume, as intended. On post op day 3, hb was 7.7. And blood transfusion was required. On post op day 10, pvl closure was performed with plug. A hole (pvl from r-l commissure) of approximately 2.1 x 5.6 mm was closed with 8 mm of avp 4. Severe pvl was declined from trivial to mild.

Manufacturer narrative:
A supplemental MDR is being submitted due to imagery review completed by medical affairs clinical imaging, sections g6, h2, and h10 has been added. Imaging review: on pre CT (B)(6) 2024 my annular measurement is 402.2mm2. I think a 23mm valve was appropriate in this case. On fluoro at implant (B)(6) 2024, the valve is well expanded and well positioned. Thv regurgitation can be seen at post implant angiogram. On tee from time of implant, post deployment images show at least mild pvl on the lateral side. Echo from (B)(6) 2024 shows mild to moderate pvl in the same location. Post CT (B)(6) 2024 shows a well-positioned and well-expanded (22.5mm mid valve) thv. The pvl in this case may be due to leaflet/annular calcium which extends down into the lvot on the lateral side in same location as the pvl.